Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit began beeping and during trouble shoot while trying to print alarms unit showed power up test fail code #4.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit began beeping and during trouble shoot while trying to print alarms unit showed power up test fail code #4. There was no patient harm reported.

Manufacturer narrative:
E1 (event site telephone(B)(6)). At this time, customer called for assistance to fse about an issue with a pump during use that the cardiosave made a loud beeping noise and stopped pumping. He saw that there was an alarm but did not catch what it said and turned the pump off.  He attempted to turn it back on but it would not load and continued to make the loud beeping noise. Fse asked customer to attempt to boot up the pump to print an alarm history log but the pump made the same loud beeping noise and showed power up test fail code #4. There was no service order was generated. Pm was completed after this complaint, there were no issues found. For now this complaint will be closed but if any pertinent information is received in the future, a supplemental report will be submitted.